Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by manufacturer. The complaint device was received for product analysis. A visual and tactile examination of the hypotube shaft profile noted no issues. A visual and tactile examination of the distal extrusion identified no damages. A detailed microscopic examination of the balloon material identified a 5mm longitudinal tear in balloon material in the mid-section of the balloon body. At the site of the balloon tear the one of the blade and blade pads were lifted. The remainder of the blades and blade pads identified no issues. Examination of the bumper tip noted that distal section was deformed. Examination of the proximal and distal markerbands identified no damage.

Event description:
Reportable based on device analysis completed on 04dec2025. It was reported that balloon shaft was kinked. The 10 mm long, 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery, with a vessel diameter of 2.00 mm. A 10mmx2.00mm wolverine cutting balloon was selected for use. During the procedure, the shaft was kinked. The procedure was completed using another of the same device. The patient was stable post procedure. However, device analysis revealed a 5mm longitudinal tear in balloon material in the mid-section of the balloon body.